Event description:
Customer reported a malfunction with his mobi pump while changing the cartridge, which displayed an error code. He was able to resolve the issue temporarily by resetting the pump and inquired if he should get a replacement since the device is under warranty. There was no adverse impact to the customer's blood glucose level. Customer technical support followed up by sending an email and closing the case after previously attempting a follow-up call where a voicemail was left due to no answer.